Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified a contact point on a section of the inner burr confirming the reported shedding. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The root cause has been undetermined. A review of the device history record was performed which confirmed no inconsistencies (method code). (B)(4).

Event description:
During a clavicle resection the blade shed. The particulate was removed by flushing the joint. It was noted prior to shedding that the blade was making a high frequency sound even though the rpm was the same. There was a five minute delay with this procedure.